Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse lithium ion battery (s/n: (B)(4)) would not power on the autopulse platform; despite the battery's led displaying a fully charged battery when in the charger. Subsequently, the customer inserted a known good battery into the platform, and the platform powered on properly. The reported battery was checked multiple times in the charger; however, without success. Additionally, the led on the battery appeared solid. No patient involvement was reported.